Event description:
It was originally reported that there was a loss of therapeutic effect and stimulation was in the wrong location. The reporter stated that the device was not helping the pain in the patient¿s neck when she turned on the device. It was reported that the patient¿s healthcare provider stated that it was due to the scar tissue from the patient¿s last lead. It was noted that when the device was on the patient felt stimulation in her leg. The reporter stated that the device had not helped the patient since it was implanted in (B)(6) 2013. It was noted that the patient planned to see a manufacturer representative for reprogramming on (B)(6) 2013. It was reported that the patient¿s doctor failed to look at the patient¿s chart to see that the patient was allergic to a certain type of bandage. The reporter stated that the bandage was used and caused the patient¿s skin to burn and blister. It was reported that the patient went through the reaction over a weekend and the patient had scars where the bandages were. Ten days later, it was reported that the cause of the event was that the patient had an allergic reaction to the dressing and there was tape rash. It was noted that the patient was to meet with a manufacturer representative on (B)(6) 2013 for reprogramming and on (B)(6) 2013 the tape rash was ¿well healed.¿ it was reported that the patient¿s doctor ordered cervical and left shoulder physical therapy. The patient did not require hospitalization and there was no injury to the patient. It was reported two years later that the patient experienced pain and less than 50% therapy relief in the neck, back, and both legs. The leads were revised and the doctor was unable to advance the leads to the previous location that gave the patient therapeutic benefit. Patient reported shocking/jolting sensation. Since the revision, the patient has not been able to receive adequate relief and occasionally felt a jolting sensation with increasing amplitude. X-rays and reprogramming was noted. The cause of the event was unknown. The patient had everything explanted and nothing was replaced. Therefore, the patient is no longer receiving therapy as they do not have a device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).